Event description:
It was reported that the water connector broke, this caused that the hvps motherboard exploited. There were no patient involved.

Manufacturer narrative:
The device is not available for analysis, therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. The field e1 initial reporter was corrected with the name and contact information of the initial reporter from the healthcare facility.

Event description:
It was reported that the water connector broke, this caused that the hvps motherboard exploited. There were no patient involved.

Event description:
It was reported that the water connector broke and caused the hvps motherboard to be exploited. There was no patient involved in the event. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer site. A self-test was performed on the console and when specifically checking the power supply, the laser turned off suddenly seconds after error 505 was prompted. The error was troubleshooted and following that it was noted that the capacitors were imbalanced, indicating the need for an hvps replacement. The mother board was returned to our quality assurance laboratory where was thoroughly analyzed. Visual inspection showed that the board was in good physical condition, the fuses were intact, and electrical connections were in good condition. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. The block b5 has been corrected with the complaint summary verbiage. The field e1 initial reporter was corrected with the name and contact information of the initial reporter from the healthcare facility.